Manufacturer narrative:
(B)(4). Per the affiliate response to additional information requested: voc updated and MDR reran. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open surgical procedure, the knife did not return to the home position after the third stroke of the second firing. The jaw was released with the manual release button; there were no adverse consequences for the patient. The deployed staples were formed properly. The doctor commented that the tissue might have been thick.